Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 22-june-2024, it was reported that the patient faced tape was not sticking and cannulas had untapped after a few hours of insertion it happened while patient was sleeping. The infusion set was in use for hours. No further information available.